Event description:
It was reported that the tip of bmw universal ii guide wire appeared to be shorter than normal when the guide wire was advanced into the lesion under x-ray. Therefore, the guide wire was not used and was replaced with another bmw universal ii in order to cross the lesion. No patient effects were reported. No additional information was provided. This is being reported based on the returned device analysis which revealed that the shaping ribbon of the guide wire was separated.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood and contrast on the coils which is consistent with the guide wire being used in the patient as reported. The tipball was separated and was not returned. Analysis revealed corrosion on the coils where the tipball had separated which appears to be related to transport back to abbott vascular for evaluation. The shaping ribbon was separated approximately 2.5 cm distal to the center solder. There were stretched coils, 1 mm proximal to the tip ball separation. There was a bend in the tip, 5 mm proximal to the tipball separation. The noted stretched coils and bend in the tip are consistent with interaction with the lesion anatomy as no damage was reported during inspection prior to use. The tip coil length was measured and met manufacturing criteria. Scanning electron microscopy (sem) analysis of the returned guide wire suggests that the shaping ribbon exhibited detachment from the tip joint. The tipball was not returned. Both the distal end of the tip coils and the distal end of the shaping ribbon were bent. Tin (solder) was detected on both the distal end of the tip coils and the distal end of the shaping ribbon. In this case, since there was no separation reported and there was evidence of the solder on both distal end of the tip coils and the distal end of the shaping ribbon, the noted separation of the tip ball and shaping ribbon is likely the result of the corrosion which is likely occurred during transportation of the product back to abbott vascular for evaluation. The lot history record was reviewed. There are no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. A conclusive cause could not be determined for the reported size of the guide wire that appeared to be shorter since the measurement of the guide wire met manufacturing criteria and the noted tip ball and shaping ribbon separation is likely the result of the corrosion and there is no indication of a product quality deficiency. Manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.